Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, bleeding, dyspareunia and vaginal scarring.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2008 due to stress urinary incontinence. It was also reported that patient underwent laparoscopic birch in the past and has had a lot of complications such as birch coils and mesh eroded into the bladder. The patient had several cystoscopic removal of coils and then had an open removal of coils and mesh from bladder. Due to considerable stress incontinence the patient underwent a retropubic sling with tvt-o on (B)(6) 2008. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.